Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
The device sc-1200, serial number (B)(6), was not returned to boston scientific for analysis. As a result, the reported complaint could not be confirmed. A review of the device history record (DHR) indicated that the device met all specifications prior to shipment. No manufacturing deviations were identified that could have contributed to the reported event. Following a thorough evaluation of the available information, boston scientific has concluded the investigation and assigned the outcome code: cause not established. Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.